Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had priming anomaly. The customer¿s blood glucose was 170 mg/dl at the time of the incident. The customer stated that the insulin pump would not load the reservoir and insulin squirted out if the tubing during manual prime. During troubleshooting, the customer did not received complete status with next highlighted on the display screen. The customer indicated the drive support cap of the insulin pump was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rewind anomaly noted during test.